Event description:
On june 25, 2019, the lay user/patient contacted lifescan (lfs) USA, to report that her onetouch verioiq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient contacted lfs to say that her meter was lost, but prior to this happening, it had failed to hold charge. The patient manages her diabetes with fixed doses of humalog and levemir insulin. She reported that because she had been unable to get a result, she had administered her usual dose of 48 units of humalog. She stated that an unknown time later, she became ¿sweaty, shaky and very tired¿. She reported that her husband contacted the fire department who obtained a reading of ¿21-23 mg/dl¿ on the emergency medical service meter. She indicated that she received a glucagon injection to treat her symptoms from the professionals. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The cca established that the meter had been charged until the charge complete message appeared. Based on the patient¿s reported testing frequency, the battery did not need to be recharged. The issue had been a recurring one. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms that meet lfs¿ criteria for a serious injury adverse event after the subject meter allegedly stopped holding charge, was not providing a blood glucose result and the patient then administered her usual dose of insulin.